Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding. Device received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner and missing end cap sticker, the p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a crack next to the battery compartment or cap, and the keypad was not answering when any button was pressed. The insulin pump was not dropped, bumped, or exposed to moisture. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.